Manufacturer narrative:
Investigation conclusion. The investigation of the returned web system found the implant separated from the pusher, the pusher kinked at the hypotube-to-connector junction, the proximal connector kinked at the brown lead wire joint, and the heater coil winding stretched and broken. The distal portion of the broken heater coil was found to be stuck on the implant tether. The stretched heater coil windings are an indication that the tether could have been caught in between the coil windings and caused the heater coil to stretch when the delivery system was pulled/retracted during the procedure. The heater coil pet and tether were found melted, indicating the device did experience thermal activation. However, the heater coil¿s forward and backward winds were found to be touching. The heater coil winds touching will cause the system to short, which would lead to the inability to detach as described in the reported event. The physical evaluation of the device could not identify the conditions or circumstances that led to the kinked pusher, but the damage is consistent with the device experiencing forces exceeding the pusher's yield strength. The returned detachment controllers were found to function as intended and would not have caused or contributed to the reported event.

Event description:
No further incident information was provided however the investigation of the returned device was completed. Please see h6 and h11.

Event description:
As reported: the web sl 17 was deployed and it would not detach, physician tried with three different handles and it was a red light each time. It was removed and another web was used. That web detached successfully. No imaging provided for review. It was noted that the device was not used off label. Patient is stable. No other information was provided.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death. The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.